Manufacturer narrative:
This report is submitted on august 30, 2023.

Event description:
Per the clinic, the patient developed an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient was treated with topical antibiotics (specific date and duration not reported). This report is submitted on september 12, 2023.